Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the pericardial effusion was caused by a non sjm needle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005188751-2015-00093, 3005334138-2015-00089. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed using a sl0 sheath and a non sjm needle. The swartz sl0 sheath was exchanged for a swartz sl2 sheath and a flexability catheter was advanced for the procedure. While mapping and ablating in the left atrium the patient became hypotensive. An echocardiogram was performed with no effusion noted. Approximately one hour later, another echocardiogram was performed which revealed an effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.